Event description:
The customer contact reported the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond and would not calibrate. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device the touchscreen was not responsive and would not calibrate. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.